Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The ventilator was investigated by the distributor and the o2 gas module was replaced. The ventilator was then functioning. Several requests for returning the o2 gas module were sent but it was not returned for investigation. The evaluation of provided device logs confirms the reported event. The logs showed that the ventilator alarmed for high o2 concentration in combination with high airway pressure and expiratory minute volume low. Alarms for high o2 concentration are generated when the o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. Alarms for high airway pressure indicate that ventilation is ongoing but with higher airway pressure than intended. A possible cause for the alarm for expiratory minute volume low is low spontaneous patient breathing activity. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use checks prior and after the reported event were passed without remarks. Since no part was returned for investigation, the root cause of the generated alarms has not been determined.